Manufacturer narrative:
The reported event of high defib impedance and failure to disconnect were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Final analysis found that the ventricular setscrew was missing. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented four days post implant for device programming. An interrogation of the implantable cardioverter defibrillator (ICD) revealed high defibrillation impedance. It was decided that a revision was necessary. During the procedure the right ventricular (rv) setscrew could not be removed from the device header. However, the lead parameters were within normal limits. The physician suspected the impedance anomaly was related to the setscrew issue. The device was explanted and replaced. The patient was stable.